Manufacturer narrative:
After battery installation the device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to display anomaly. Unable to confirm missing segments or partial display due to display anomaly. The device also received with cracked and bleeding lcd glass noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display anomaly on the insulin pump. Customer¿s blood glucose level was 163 mg/dl. Troubleshooting for partial display was performed. Customer advised the display screen flashed, the display screen appeared to have black crystals and the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.